Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4) . Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed due to the failure of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the communication failure between the subject device and the video system center due to the contact failure by the disconnection of the camera cable. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was bad. There was no report of patient injury associated with the event.